Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon for intestinal adenoma during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the hemostatic clip successfully grasped and locked onto the tissue, effectively closing the wound surface. However, the clip was unable to release from the catheter, despite tightening the slider as instructed. Upon withdrawal of the entire clip through the endoscope, it was observed that the clip remained in an open state, indicating that it had not deployed as intended. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was used in a tortuous anatomy. However, according to the directions for use (dfu), "passage of the resolution 360 clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."

Manufacturer narrative:
Block e1: (initial reporter facility name) the reported health care facility is the (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Manufacturer narrative:
Block e1: (initial reporter facility name) the reported health care facility is the first affiliated hospital of (B)(6) medical. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results the returned resolution 360 clip was analyzed, visual and microscopic inspection revealed that the device was returned with the clip assembly detached and with evidence of full deployment. No additional problems were identified with the device. The reported events of clip unable to release from the catheter and device misuse could not be confirmed since the clip assembly was returned fully deployed. Therefore, the most probable root cause of this complaint is classified as an no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon for intestinal adenoma during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the hemostatic clip successfully grasped and locked onto the tissue, effectively closing the wound surface. However, the clip was unable to release from the catheter, despite tightening the slider as instructed. Upon withdrawal of the entire clip through the endoscope, it was observed that the clip remained in an open state, indicating that it had not deployed as intended. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was used in a tortuous anatomy. However, according to the directions for use (dfu), "passage of the resolution 360 clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."